Event description:
Additional information received reported the patient¿s device and leads were replaced on (B)(6) 2015. Since the replacement and now ¿both legs are working¿.

Event description:
It was reported that ¿a couple years ago¿ when the patient last saw their health care provider (hcp) they had ¿lost connection on one side¿. The patient had to have ¿major surgery¿ to re-do ¿everything¿. No cause of the event or outcome was provided however additional information has been requested and if received a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3998, lot# j0546281v, implanted: (B)(6) 2006, product type lead; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 37752, serial# (B)(4), implanted: (B)(6) 2006, product type recharger; product ID 37742, serial# (B)(4), product type programmer, patient. (B)(4).